Event description:
The manufacturer received information alleging a "ventilator service required" alarm signifying a 'pressure sensor mismatch' occurred. Per email from field service supervisor there was no harm or injury reported. The device was not reported to be in patient use. The device has been returned to the manufacturer, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a "ventilator service required" alarm signifying a 'pressure sensor mismatch' occurred. Per email from field service supervisor there was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, a 'pressure sensor mismatch' error code was observed. The technician recommended replacing the device's system board to address the issue. No further investigation is required at this time. Additionally, the device needed a software update as the current software is version:1.05.10.00. The unit was repaired and put in service.